Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that patient experienced ongoing pooling of medication in the abdomen due to two infusion sets leakage event on (B)(6) 2026. Due to pooling the patient has to change cannula site twice daily and noted that medication was flowing out of the site when removing the cannula. Due to pump issue, the patient had taken oral medication, which led to dyskinesia. The patient had tried both 6mm and 9mm cannulas, but pooling continued, particularly during activity or bending. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.